Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure and after the reported products were used for stomach dissection and small intestine dissection in proximal pancreaticoduodenectomy, a black plastic foreign material was found inside the patient¿s cavity and it was collected. No patient injury. The sales rep compared the products with demo device, and damages (firing knob, opening and closing knob) which might bring fragments were not found.